Event description:
It was reported thatâ during electro cautery,â muting detector was not working, error message as out of measurement range while calibrating and the other issue reported as after new software update nim froze after cautery. The device was connected on wired mode. Troubleshooting did not resolved the issue. Software issue and error message was after software upgrade. There is no allegation against the muting probe. There was no patient involved.

Manufacturer narrative:
Product analysis #810715545:product analysis could not verify 'screen display issue.' Unit presented with sw:(v1.5.4), a missing battery, door screw, and a pi module connector voltage failure due to a defective pmb pcba. H6: img code:g02005,g0405213; fdr(B)(4);fdc:d02 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: p2127942/225334794, ubd:, UDI#: (B)(4) product analysis could not verify 'screen display issue.' Unit presented with sw:(v1.4.3) and a wired connection failure due to a d efective main pcba usb port. H6:img code: g02017; fdr:c07; 02, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.